Manufacturer narrative:
Evaluation results: one level 1 equator blower was returned for investigation in fair condition. The unit needed an enclosure for cosmetic reasons. The heater was found to be faulty. Calibration could not be performed as a result. The customer reported product problem was not replicated during testing. The device was powered on and off multiple times, and ran for several hours. This showed that it had power, and kept it contrary to the customer complaint. The faulty heater, top enclosure, and bottom case were all replaced. Following these repairs, the device was calibrated and burned in for 1 hour. The unit subsequently passed the safety/electrical test. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the device failed to power on. No patient injury or complications were reported in relation to this event.